Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest equipment. Patient described the area as open sores with oozing, burn marks, and infection. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse advised patient to not wear lifevest for the time being, has been applying honey cream for the skin irritation and wound care comes three times a week to treat wounds. Follow up indicated that the skin irritation improved.